Event description:
On august 30th, the user contacted dario to report inconsistent blood glucose (bg) readings. The user reported that while at a routine visit to his doctor, he tested his bg levels and his dario meter gave him bg readings of 198 mg/dl compared to a bg reading of 248 mg/dl from his doctor's meter, 164 mg/dl compared to 188 mg/dl, 150 mg/dl compared to 178 mg/dl ,146 mg/dl compared to 159 mg/dl, and 104 mg/dl compared to 111 mg/dl, respectively. The user, who has two dario meters, reported that his meters are a couple of years old, however they give similar bg readings compared to each other.

Manufacturer narrative:
While on the phone with dario's representative it was reported by the user that at the doctor's office, the doctor used control solution with three levels for both his meter and the dario meter, and the doctor's meter was found to be reading in range. The doctor also used that solution with the dario strip. Dario's user guide states: "make sure you use the proper control solution for the test strips you have: dario blood glucose test strips require dario glucose control solution". After troubleshooting with dario's representative, a replacement of dario's strips and control solution was sent to the user to further investigate this issue. After the above was received, the user called dario requesting assistance with using the dario control solution. The user's dario meter was tested with control solution and a new cartridge of strips: the meter read within range. Control solution level 1 test result was 144 mg/dl (range 104-150 mg/dl). Control solution level 2 test result was 233 mg/dl (range 187-270 mg/dl). Following the control solution test, the user then tested his bg reading, which read 178 mg/dl, which the user reported is normal for him. On the 19th of september, the user contacted dario once again to report that although his bg reading was in range and the dario control solution tests were reading within range two weeks prior using the new strips, he is still confused by his current bg reading results. The user explained that he is undergoing a procedure at his doctor's office which involves him being injected for 2.5 hours with an IV of insulin in order to increase his bg level to the 150 mg/dl level, as part of a therapy for a nerve issue that he is experiencing. The user reported the following bg reading comparisons: 166 mg/dl from the doctors compared to 134 mg/dl from the dario meter, 138 mg/dl compared to 143 mg/dl, 142 mg/dl compared to 136 mg/dl, 151 mg/dl compared to 100 mg/dl, and 144 mg/dl compared to 132 mg/dl, respectively. The user refused to contine troubleshooting. Therefore, no resolution is available.